Event description:
The customer reported the system is displaying low ma errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, reloaded software, and performed a filament calibration. System operates as intended. This MDR is related to ge healthcare.